Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: date of incident: (B)(6) 2025. Level of harm: minimal harm. Incident details: after withdrawing IV initiation needle into the safety device, there was a sudden back flow of blood out of port where needle is pulled back through. Impact of incident: delay to treatment/therapy. Who was affected? Patient.

Event description:
On (B)(6) 2025 yes, a different IV needed to be initiated cause a delay and increase in patient discomfort as they required two pokes when 1 should suffice.

Manufacturer narrative:
Patient outcome clarification received from the customer. Annex e/f codes updated.

Manufacturer narrative:
Unfortunately, a lot number could not be submitted for this complaint and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, one unsealed nexiva unit was received for investigation. The returned components included one catheter assembly and two needle shields. The units appeared to have been used, and blood was observed at the back of the septum. The reported nonconformance has been confirmed. Microscopic analysis revealed that the septum was not properly seated, which likely created a gap between the components, which allowed for the seepage of fluids. The most likely root cause for this event is related to a misalignment of the automated assembly station, during the manufacturing process, to prevent future occurrences of this event a notification has been issued to the appropriate manufacturing personnel.

Event description:
No additional information.